Event description:
Reportedly, during a laparoscopic procedure the surgeon noted on the video monitor that a piece of plastic disengaged from the trocar and fell into the pt cavity. The piece was retrieved. No pt injury.